Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following intraocular lens (iol) implant procedure, patient had poor vision. The lens was exchanged for an unknown monofocal intraocular lens after the initial implant procedure. The clinical reason for explantation was wrong powered iol. Additional information has been requested.